Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the down arrow keypad button was intermittently unresponsive and that the keypad had recently come off the pump. The reporter alleged that the response issue had occurred before the damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/07/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the entire keypad cover was lifted off the pump, exposing the button contacts. During testing, the up, down, and ok buttons were intermittently unresponsive. The contrast contact was missing. During investigation, evidence of contamination was found under the up, down and ok key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored/faded display screen. A test screen was inserted and functioned appropriately.